Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, navigation system displayed a "warning: low system memory" message when data was being merged with 3 series or more. It was reported that the patient image flashed, and data rotation and other actions could not be performed. It was noted that the monitor of the navigation system became dark when the issue occurred. The reported issue was discovered during a delivery briefing session. There was no patient present when this issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the issue occurred in a testing environment in which the "testing the max tolerances on 1.2 because the surgeon might want to use the system in a heavy burden fashion." It was also stated the issue was clinical. No further information was provided.